Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral deflation of breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 400c saline breast prostheses that deflated after implantation. Bilateral deflation of the patient¿s breast prostheses was diagnosed by a healthcare professional. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 12/30/2019, mentor received additional information about the event: - only the patient¿s right breast prosthesis deflated. The left breast prosthesis was discovered to be intact after explantation. Check box b1 ¿is product problem¿ no longer applies to this report for the patient¿s left breast prosthesis nor does device code 1546 ¿material rupture¿. - the patient did not have her breast prostheses replaced after explantation surgery. Manufacturer¿s reference number: (B)(4).